Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had the "needle pop off" and "squirted out on the patient." Patient contact was made. No injury to patient, staff, or injector. Packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0 ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed."

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had the "needle pop off" and "squirted out on the patient." Patient contact was made. No injury to patient, staff, or injector. Packaged needle was used.